Event description:
A zoll distributor returned electrode belt (B)(4) to report that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, both sets of patient pulse (pp+) wires were broken at the solder joints inside the distribution node (dn). The cause for the failure was the broken connections. The root cause for the broken connections could not be positively identified. No adverse event resulted from the defective electrode belt.